Event description:
The user facility reported that they had a peripheral case with an up an over technique by accessing contralateral side to take wire up and over the corina into the opposite iliac. The wire broke while across the steep bifurcating common iliac. The wire broke into two pieces. The part where the wire broke was at the metal area proximal to the hydrophilic part of the wire. The distal broken part of the wire remained in the body when pulling the wire back from catheter and part of the wire remained in the catheter. The wire was removed via a cut down of the other side common femoral artery (cfa) and the case was completed through a cut down endodarctomy of the common femoral artery (cfa) and a endovascular repair and revascularization of the superficial femoral artery (sfa) through the cut down of the common femoral artery (cfa). The estimated blood loss was less than 250cc.